Event description:
It was reported that during an unknown procedure, the stapler was "deployed and failed two times." It did not "capture intended tissue." No additional information is available. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Upon further inspection the cartridge reload was noted to have marks and scratches on the bottom of the cartridge pan. These marks are consistent to be caused by unused staples from previous firings left on the channel which could have interfered with the knife path. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no short cut-absent cut was noted during functional testing.